Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. During the percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used but lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Based on the returned condition of the device, kinks were observed in the telescope assembly at 68.0cm and 72.0cm from femoral marker to the proximal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The distance from the distal end of the transducer housing to the tip of the catheter was observed to be within the product specification. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).